Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and 430 mg/dl at the time of incident and the current blood glucose value was 245 mg/dl and 270 mg/dl. The customer was assisted with troubleshooting. Customer was treated with insulin pump and manual injection for high blood glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer reports insulin exited at the quick release. Customer reports bolus wizard was programmed accurately. Customer stated that the insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.